Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not fully retract. The lead was not used and another lead was attempted. Access for the patient was very tight and after many attempts, the physician was concerned that the second lead may have been damaged, so a third lead was requested and implanted. It was also reported that the patient experienced a pneumothorax on the right side post-operatively, but the access difficulties was on the left side so there may not be a relation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.